Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited high pacing impedance measurement and high capture threshold. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the ra lead also had insulation damage. The lead was capped and replaced on (B)(6) 2024. The patient was stable.

Event description:
New information received notes that the ra lead insulation had been damaged due to clavicular crush which was confirmed via visual examination.